Event description:
User allegedly had four needles that were dull. "Hardly would insert into the rubber piece of the insulin and they hurt when injected into the skin." User claimed that the "caps are also hard to get off at times as well".